Event description:
It was reported by the customer that on (B)(6) 2010, the aiming beam fired straight out of the fiber at 14,632 joules. No patient injury was reported. The device was not returned for evaluation.